Event description:
The batteries from the handheld otoscope/ophthalmoscope were expiring at the end of the month. The provider removed the old batteries. The old battery rolled off the countertop onto the floor and started to smolder. After a few minutes the battery then started to make a sizzle sound, got larger and had some black debris coming from it. FDA safety report ID# (B)(4).